Event description:
New information received states the patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the device was actually replaced due to increased low voltage threshold and not premature battery depletion. No further information is available.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylatically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Aware date for follow up report number 2 should have been (B)(6)2017 instead of (B)(6)2017.